Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor vision transcatheter heart valve was chosen for implant with a small flexnav delivery system and a small navitor loading system. The patient's aortic annulus measurements were as follows: perimeter = 67.2mm, mean gradient = 29mmhg, and peak gradient = 54mmhg. No pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. The final implant depth at the non-coronary cusp (ncc) was 3mm and at the left coronary cusp was 5mm. Post-implant, the mean gradient was 6mmhg and there was mild paravalvular leak (pvl) noted. A decision was made to perform a post-bav procedure that reduced the pvl to trivial and was considered acceptable by the physician with no further intervention required. There was no report of any resheath attempts. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor vision transcatheter heart valve was chosen for implant with a small flexnav delivery system and a small navitor loading system. The patient's aortic annulus measurements were as follows: perimeter = 67.2mm, mean gradient = 29mmhg, and peak gradient = 54mmhg. No pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. It was reported there was sufficient calcium to allow sealing and it could not be confirmed if there were any anatomical and/or tissue/calcium interference that affected expansion. It was reported all retainer tabs released. The final implant depth at the non-coronary cusp (ncc) was 3mm and at the left coronary cusp was 5mm. Post-implant, the mean gradient was 6mmhg and there was mild paravalvular leak (pvl) noted. A decision was made to perform a post-bav procedure with a 20mm unknown balloon that reduced the pvl to trivial and was considered acceptable by the physician with no further intervention required. There was no report of any resheath attempts. During procedure, it was noted that complete commissural misalignment was reported but there was no allegations of malfunction or reported adverse patient consequences associated with or caused by the complete commissural misalignment. The patient status was reported as stable.

Manufacturer narrative:
An event of paravalvular leak after device implant was reported. Information from the field indicated that the valve appears to be correctly sized based on the provided dimension, the implant depth was 3mm from the non-coronary cusp, there was enough calcium to allow sealing, and there were no deployment difficulties. It could not be confirmed if there were any anatomical and/or tissue/calcium interference that affected expansion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.